Manufacturer narrative:
A supplemental MDR is being submitted to add UDI, manufacturer, and expiration dates. The following sections of this report have been updated: d4 (expiration date and UDI number), and h4 (device manufacturer date).

Manufacturer narrative:
Per the instructions for use (IFU), infections such as septicemia and endocarditis are known potential adverse events associated with the thv procedure. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (60 days). The two categories show definite differences in clinical features, microbial patterns, and mortality. Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Considering this, only reports of prosthetic endocarditis occurring within 60 days of implant, without a known source of infection, would be MDR reportable. According to the literature review, and as documented in a technical summary written by ew, early prosthetic valve endocarditis occurring within 60 days of valve implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most contamination probably occurs intraoperatively. Edwards lifesciences produces and provides sterile tissue bioprosthesis to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore, the probability of endocarditis related to edwards' bioprosthesis is remote. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors may have caused or contributed to this event. However, other potential contributing factors are unknown as limited clinical information was provided. At the time of the reported endocarditis at 2 months, the patient refused a surgical intervention on the tavr valve. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : the valve remains implanted in the patient.

Event description:
As reported by edwards field clinical specialist approximately 3 years post implant of a sapien 3 valve, a 2nd sapien 3 ultra valve was successfully implanted due to stenosis. The gradient went from 48mm hg to 10mmhg. Upon review of medical records, the sapien 3 ultra valve had deteriorated fast following severe bacterial endocarditis at 2 months post tavr. At that time, the patient was advised to undergo surgical valve replacement, but the patient refused and insisted on a second tavr procedure. Approximately 2 years and 10 months, the patient presented with exertional dyspnea due to severe prosthetic aortic valve stenosis as confirmed by a heart catheterization. The patient underwent a tavr procedure with a 2nd sapien 3 ultra valve. The valve was successfully implanted with no evidence for valvular or paravalvular regurgitation. The peak gradient measured 18mm hg and the mean gradient measured 10mm hg. At discharge, an echo (tte) revealed mild paravalvular leak with peak gradient of 29mm hg and a mean gradient of 18mmhg.